Event description:
It was reported that a miniarc was implanted to treat urinary incontinence: the date of implant was not provided. Plaintiff's attorney has alleged that, plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions." It was also alleged that plaintiff has suffered significant disfigurement, disability, mental anguish, emotional distress," and "will continue to suffer physical imitations, pain, injury," and other damages in the future, and other losses.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.